Manufacturer narrative:
(B)(4). Date sent: 10/16/2020. D4: batch # t5ec2d. Additional information was requested, and the following was received: what is the current status of the patient? The patient was recovering well when I spoke to the surgeon last on the phone, 6 days post surgery on the 17th september. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Ms (B)(6) was supervising her senior registrar who fired the gun. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I am unsure, but I know it was withing the green scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? They waited 15 seconds, I am unsure whether the device was further adjusted after that. Was the device difficult to close? The device closed normally was the device difficult to fire? I believe it fired as expected with no difficulty please explain the steps that were taken to open the device. The device was opened but unable to be removed. After approximately 10 minutes the device was closed slightly and was able to be released. How many times was the adjusting knob turned? Approximately three and a half was the device rotated 90 degrees to the left and 90 degrees to the right to ensure the anvil was free of tissue? Was the device fish-tailed out? Yes did the healthcare professional receive audible & tactile feedback when firing the device? Yes ¿ the crunch was good were the donuts inspected? If so, please describe. Yes ¿ the donuts were intact ¿ they were happy with them was a complete transection of the white breakaway washer visually confirmed? I believe so, the device fired completely were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: lot/batch/exp: t4100e / 2024-09-30. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Was the product being used in a clinical trial? No. Event outcome/how was it managed? The surgeon informed me that the cdh was opened slightly prior to removal. This was opened at approximately one and a half full turns. The device would not move for 10 minutes where the other consultant on call was called. Before he arrived, the cdh was closed again and shortly after, the device was free and able to be removed. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? The patient is recovering well and the procedure was only prolonged for around 20 minutes. The surgeon did say that this occurrence did make her mind up that she would create a temporary ileostomy. The procedure was difficult and the surgeon was contemplating because of many contributing factors, but the issue with the cdh made the final decision. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, gun got stuck for 10 minutes after firing. Eventually removed. Couldn't confirm to me that the surgeon put the safety catch back on. Procedure: low anterior resection.